Event description:
The account engineer stated the bed will not place a nurse call from either siderail. The bed is out of service in the bed shop. The engineer has replaced the scm and the scm cable and both siderail ucm circuit boards and cables. When he pulls the dummy plug on the scm the bed places a call.

Manufacturer narrative:
Technical support instructed the engineer to isolate the connectors from both ucm's with no change. Then he should isolate the remaining connectors, sensors, siderail detections switches and head siderails. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.